Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were not a successful interstim user. They had the implantable neurostimulator (ins) for several months and while at first it was somewhat successful, it was never quite as successful as the trial. They did undergo the watchful eye of the manufacturing representative (rep), but it never quite got to the point where it was working during the trial. The patient stated that when they go in to see the nurse who specializes in the patients with the device and they plug them in, they find that it was not on for days at a time. The first time it came up the patient was stunned and embarrassed, but the nurse said it was quite common. The healthcare provider (hcp) said some stuff about the structure of the device and its basic user unfriendliness, that they agreed with. The instructions were cumbersome and too complicated compared to the simple phone like screen they used during the trial. The nurse had re-instructed the patient on how to turn the device on and off and placed tape over the on/off button, and they still went in to find that the device had been off for days at a time. The hcp and the patient agreed that the trial phone-like programmer was so much more intuitive and they did not understand why that was not used for ongoing treatment. They wanted to know why the programmer was not more user friendly and more like a smart phone that so many of them were using daily. No further complications are anticipated.